Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown whether reimplantation is planned but it has not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted on (B)(6) 2011, and on (B)(6) 2012 the patient underwent the second stage of the surgery. The device is not available for analysis. This report is filed (B)(6) 2012. Device not available for analysis.